Event description:
A female patient of unknown age, and with history of diabetes and coronary artery disease, underwent a percutaneous peripheral endovascular procedure targeting the right popliteal artery in 2008. Access to the artery was obtained via the retrograde approach from the left common femoral artery (cfa). The vessel was assessed and reportedly had a 6mm lumen diameter. Peri-procedural heparin (3500 units) was administered, and the procedure was performed through a 6 french medtronic input procedural sheath. At the end of the procedure, the blood pressure was reported to be 141/64 and the act level was not reported. In an attempt to achieve left cfa hemostasis, the trained operator prepped and deployed a mynx vascular closure device per the instructions for use. Upon successful deployment and removal of the device, arterial bleeding was observed at the puncture site and the patient was converted to manual compression. During bedrest, the patient complained of below the knee numbness extending to the foot that progressed proximally eventually to the left thigh. Doppler ultrasound was used to detect a flow disturbance distal to the left cfa. A second percutaneous procedure was performed the same day to evaluate the left femoral artery occlusion. Contralateral access was obtained through the right femoral artery for visualization of the left femoral artery. An occlusion distal to the left cfa was reported at the bifurcation. Aspiration was performed with moderate success in the profunda artery. In addition, the superficial femoral artery (sfa) was stented. The patient's symptoms of ischemia were noticeably improved. The right cfa access site was closed with an 8 french angioseal vascular closure device which occluded the vessel upon deployment. The patient underwent a third percutaneous endovascular procedure from the brachial approach to repair the right cfa occlusion resulting from the attempted angioseal closure. Per the physician, the patient has recovered from the multiple procedures without further incident.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited information provided, the root cause of the incident could not be determined. There was no analysis of the chemical composition to conclude it was sealant that was aspirated from the vessel.